Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: paradoxical under-sensing of atrial lead at high sensitivity setting in dual chamber pacemaker during atrial flutter ¿ what is the mechanism? Indian pacing and electrophysiology journal. 2024. 24; 330¿333. Doi: 10.1016/j.ipej.2024.08.002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding paradoxical right atrial (ra) lead undersensing. The authors described a patient in atrial flutter noted on the electrocardiogram (ECG) but there was evident atrial pacing spike on the ECG. Despite the visible flutter, the marker did not indicate many a-egm events and undersensing was suspected. As the atrial sensitivity was increased, undersensing became worse; as atrial sensitivity was decreased, sensing paradoxically improved and appropriate inhibition of atrial pacing occurred. The lead was reprogrammed and remains in use. No additional adverse patient effects or product performance issues were reported.